Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The customer reported the ventilator was alerting that the backup battery was in use and was depleting, and the ventilator later alarmed and shut down when the battery did deplete as a result of extended use. The manufacturer's field service technician confirmed the battery was fully depleted, and replaced the battery to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down due to loss of power and alarm as specified. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Backup battery.